Event description:
It was reported when the nurse opened the PICC-line kit they discovered a piece of hair. They put the kit away and took a new kit.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2245 showed no other similar product complaint(s) from this lot number.